Manufacturer narrative:
Zimvie complaint number (B)(4). D9: device availability unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported patient had a large periapical infection around implant #12. Implant was removed and patient will return in 3 months for implant placement. Noted pain.